Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received no delivery alarm during basal delivery. Customer's blood glucose was 330 mg/dl. Customer advised they changed out their reservoir and the issue was resolved. The reservoir was returned for analysis. Customer was advised a replacement reservoir was sent out.